Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2024 a. Patient information - select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve frame did not completely expand. The valve was recaptured and retrieved from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon, and the same valve was reattempted. During the deployment, the valve frame still did not fully expand; however, it was considered to be fixated in the annulus and was released at an implant depth of 4mm. After approximately two minutes, while a larger 22mm non-medtronic balloon was prepared for a post-implant dilatation, the valve migrated into the ascending aorta. Cardiopulmonary resuscitation was initiated and resulted in a prolonged procedure. A second valve was then prepared and successfully implanted.